Manufacturer narrative:
(B)(4) - to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that the side-firing fiber was observed to be forward-firing during prostate vaporization. The forward-firing condition was observed when the fiber had accumulated 46,276 joules. The procedure was completed with a second fiber. There was no patient or end user injury as a result of this event.